Event description:
It was reported the handpiece was sent to the customer for repair. The customer stated that the 440 stud was broken off. The customer doesn't have any further info. There was no pt consequence. One device is being returned.